Event description:
The customer reported the system intermittently failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.